Event description:
Patient on crrt, restarted post-op. Time was noted to be incorrect on machine. When rn went to change time, the date defaulted to (B)(6) 2003. At this point there were no hourly outputs, or variables noted on the machine. Dialysis and sicu were promptly called, and said that this was a known error that biomed had fixed. Biomed at bedside to assess machine. Blood returned to patient and machine tagged for biomed.what was the original intended procedure?crrt.